Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 323 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer reported that the drive support cap appears normal. Customer stated that the motor error occurred twice. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Advised the insulin pump will need to be replaced. To discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.